Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the battery depleted from 100% to 30% within 12 hours. In addition, the customer reported when the wake button was pressed the screen illuminated however the screen was blank. The customer pressed the wake button 4-5 more times and the screen options were then available. The touchscreen was confirmed to be working during the report. The customer¿s blood glucose level was 209 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.